Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the lab with no information. No anomalies were found. Device analysis found that the no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.